Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of stimulation. The patient reported receiving a message on their handset indicating that "desired intensities cannot be provided," which was assumed to be related an impedance issue. No troubleshooting was performed, and the cause of the issue was unknown. The issue is ongoing, and no replacement product was required. On 2025-may-22 the rep responded to a follow up request and reported that the pt was seen on (B)(6) 2025 at the clinic to assess this reported issue. Impedances were measured and contacts 2, 14 and 15 were out of range (>40,000 ohms), noting contacts 2 and 14 were part of the programming the pt was using. Reprogramming was performed around contacts 2 and 14, and the pt was able to get good therapy distribution. No further actions were reported and the rep stated the loss of stimulation was resolved.